Event description:
Customer reported that a 7200ae ventilator initiated a power on self test (post) sequence when the device was bumped while on a pt. The ventilator alarmed as designed when this condition occurred. The care giver responded and manually ventilated the pt. The pt exhibited a transient decrease in oxygen saturation to 88% and asytole for about 30 seconds. There was no pt harm or change in overall treatment plan. The customer service engineer (cse) found that two screws on the power fail module were loose causing the device to run post everytime the ventilator was bumped. The terminal screws were tightened and the device then run in for 24 hours with no recurrence. Tapping and bumping would no longer cause the device to run a post sequence.